Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the after looking at the x-ray, the physician felt like both leads had possible fractures in the clavicle region. A revision procedure was performed where the pacemaker was explanted and ra and rv leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise leading to pacing inhibition on both the right atrial (ra) and right ventricular (rv) channels. The noise on the rv channel led to greater than two seconds of asystole and an inappropriately stored ventricular tachycardia (vt) event. Review of the event by boston scientific technical services (ts) found that the noise started and stopped at the same time. It was determined that this was due to electromagnetic interference (emi) during a procedure. The pacemaker and leads remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the clinic noted noise on both the right atrial (ra) and right ventricular (rv) channels and brought the patient into the office. During the in office visit the noise was able to be reproduced with isometrics. Boston scientific technical services (ts) reviewed the remote monitoring data and found several episodes of oversensing noise on the rv channel and one instance of oversensing noise on the ra channel. A slight decrease in impedance measurements, but still within normal limits, was noticed on both the ra and rv leads. Ts suggested further review. At this time the products remain in service and no adverse patient effects have been reported.